Manufacturer narrative:
A wallflex biliary rx delivery system was returned for analysis; the stent was not returned. Visual analysis of the returned device found a part of the inner shaft detached. The inner shaft kinked and damaged and buckling/ damage was found at the distal end. No other issues were noted with the device. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx fully covered rmv stent was to be in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to deploy the stent. However, the delivery system got caught on the deployed stent when the delivery system was being withdrawn. The stent was removed from the patient with the delivery system and the procedure was completed with another wallflex biliary rx rmv stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx fully covered rmv stent was to be in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to deploy the stent. However, the delivery system got caught on the deployed stent when the delivery system was being withdrawn. The stent was removed from the patient with the delivery system and the procedure was completed with another wallflex biliary rx rmv stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.